Event description:
It was reported that the patient received many shocks over two days and the device was at eol (end of life) . It was also reported that the device was experiencing a charge circuit timeout. It appeared that atp (anti-tachycardia pacing) delivered for the patient's vt (ventricular tachycardia) was accelerating the rhythm into the vf (ventricular fibrillation) zone where the device continued to be unable to charge in less than three seconds. The device was deactivated and the patient is in the intensive care unit on an lvad (left ventricular assist device). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Programmer data shows time of eri in save to disk on (B)(6) 2011, device eri<=2.62 volt and eol on (B)(6) 2011 09:26:47, last battery voltage=2.50v. Daily battery voltage log data shows min bat=2.64 to 2.61 volts minimum between (B)(6) 2011. Charge time - charge circuit problem (tachy) 2 - patient alerts for charge circuit timeout on (B)(6) 2011 at 06:12:34 and 08:59:59. Two - patient alerts for long charge time >30 sec on (B)(6) 2011 at 06:12:58 and 08:59:59.